Event description:
New information received notes that the patient was called in clinic after receiving a merlin.net transmission due to out-of-range hv lead impedance. One hv lead impedance measurement was higher than upper limit. All other electrical values were good. Physician decided not to take any action. Patient's condition was good.

Event description:
It was reported that high r-wave amplitude measurement and high hv lead impedance was observed. Upon interrogation, it was noted that the current value of hv lead impedance was normal and increased trend was within normal range. Physician decided not to take any action. Patient's condition was good.